Event description:
A malfunction alarm, specifically alarm 30, was reported by the user and confirmed through pump history in sweden. There was no reported impact on the customer¿s blood glucose level at the time of the event. The customer was informed that the pump needed replacement and was guided by technical support to return the problematic pump to tandem. Although the customer declined goodwill cartridges and did not share what type of backup therapy they would use, arrangements were made for a replacement pump to be sent, and instructions were provided for returning the original pump.